Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported the patient had a "catastrophic failure" and patient is now in heart failure. Follow up with the physician's office disclosed the patient had not been seen in the recent months. At the last visit the device was functioning normally. The device remains in use. No further patient complications have been reported as a result of this event.